Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 22aug2019. The biomedical engineer replaced the user interface board to address the reported problem. The unit passed all testing and the unit is back in service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reported that the unit has an led failed alarm. There was no patient involvement.